Manufacturer narrative:
Batch review performed on 23 october 2018. Lot 1620466: (B)(4) items manufactured and released on 02 june 2017. Expiration date: 2022-04-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by washing and packaging manger on oct 25, 2018: it can be confirmed that the packaging is compromised, the rod perforated the peel pouch, probably during transportation or storage. Considering the rod design and length, it can be involved in packaging breakage. The most probable root cause is due to the interaction of the following factors: the material of the pouch, opa/pe; the folding of the pouch; lot specific handling damage during packaging and/or sterilization. The packaging configuration has been validated for shipping under normal operating conditions. A project has been opened to create a more resistant packaging configuration, inserting two plug at the rod extremities composed as follow: 1 in tpu on the rod tips; 1 mousse plug on the tpu plugs. Furthermore the opa/pe pouches will be substituted with a more resistant polyethylene sachet.

Event description:
The rod inner plastic packaging was found broken during surgery. A back-up implant, rod packed with protective endcaps, was used to complete the surgery.